Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress, but it was not available.

Event description:
It was reported that pericardial effusion (pe) occurred. During a watchman procedure, a versacross connect for laac kit was selected for use. A pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a small pre-existing pe noted prior to the procedure. Intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for the implant portion of the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) through a watchman sheath and the watchman device was implanted. At an unknown time during the procedure, hypotension was noted but it normalized. The procedure was completed. At an unknown time, post index procedure when the patient was still hospitalized, a worsening pe was noted. The patient was also noted to be in renal failure and requiring intubation although the patient had a pre-existing renal issues. The patient remains hospitalized. The device is not expected to be returned for analysis.

Manufacturer narrative:
Due to the additional information received, b5 describe event or problem field was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. During a watchman procedure, a versacross connect for laac kit was selected for use. A pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a small pre-existing pe noted prior to the procedure. Intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for the implant portion of the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) through a watchman sheath and the watchman device was implanted. At an unknown time during the procedure, hypotension was noted but it normalized. The procedure was completed. At an unknown time, post index procedure when the patient was still hospitalized, a worsening pe was noted. The patient was also noted to be in renal failure and requiring intubation although the patient had a pre-existing renal issues. The patient remains hospitalized. The device is not expected to be returned for analysis. It was further reported that the patient was released from the hospital. The physician believes the extended stay was due to anesthesia.